Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a patient who was diagnosed with hodgkin¿s lymphoma while using the dreamstation auto CPAP device. The patient sought medical attention in (B)(6) 2017 for an unrelated issue, and during x-rays and other diagnostic tests, hodgkin's lymphoma was discovered. The patient subsequently underwent 57 rounds of chemotherapy and a transplant in (B)(6) 2019. The patient expressed frustration that they were never informed of the device¿s potential defect. Although the patient was notified about the recall, the serial number did not appear to be affected, though the patient acknowledged the possibility of entering the serial number incorrectly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report from a patient who was diagnosed with hodgkin¿s lymphoma while using the dreamstation auto CPAP device. The patient sought medical attention in (B)(6) 2017 for an unrelated issue, and during x-rays and other diagnostic tests, hodgkin's lymphoma was discovered. The patient subsequently underwent 57 rounds of chemotherapy and a transplant in (B)(6) 2019. The patient expressed frustration that they were never informed of the device¿s potential defect. Although the patient was notified about the recall, the serial number did not appear to be affected, though the patient acknowledged the possibility of entering the serial number incorrectly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.